Event description:
A competitor reported a device chesk was performed on a previously hospitalized patient. The patient had been admitted to the ICU with respiratory distress seemingly unrelated to the device. A routine interrogation of the device revealed a loss of capture on the patient's lv lead. The technician was able to obtain capture at 7.5v, however, at this output, the patient experienced diaphragmatic stimulation. The lv lead was programmed off. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.